Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure of video assisted thoracoscopic surgery lobectomy, the surgeon was able to press the green button but the handle was not able to squeezed. The stapler did not fire. The scrub nurse released a new tri staple, but there was no yellow shipping wedge. It was noted they replaced the staple to complete the case. There was no patient injury.